Event description:
The customer received questionable thyrotropin (tsh) results for one patient from the cobas e602 analyzer serial number (B)(4). The initial result was 19.64 uui/ml and repeat result was 19.09 uui/ml. The doctor was concerned with these results and wanted confirmation. On (B)(4) 2015, the sample was sent to another laboratory and tested on an architect analyzer. The result was 5.6425 uul/ml. On (B)(6) 2015, the result from a third laboratory using a cobas e601 analyzer was 15.72 uui/ml. The patient was not adversely affected.

Manufacturer narrative:
Additional information was provided that the result of 15.72 uui/ml on (B)(6) 2015 was actually from the sample that had a tsh result of 16.34 uui/ml from the cobas e602 on (B)(6) 2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for further investigation. A macro-tsh which may cause unexpected high tsh results was identified in the sample. This interference is documented in product labeling.